Manufacturer narrative:
G4: 18mar2020. B4: 19mar2020. The power management board (pm) was returned to failure investigation (fi) for evaluation. No anomalies noted. Install returned pm onto known good test unit. Boot unit in normal operation mode with battery and (alternating current) ac. Check for alarms and errors. Probe of board revealed that diode d3 had failed open. Replacement of d3 resulted in normal operation. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Customer complaint verified. Root cause was failure of diode d3. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
The customer reported the device failed to operate using a battery only. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The device failed to operate using a battery only because the (power management pm board malfunctioned. The manufacturer¿s international service technician replaced the defective pm board to address the reported problem. The unit successfully passed the required performance verification test.